Event description:
It was reported that the patient experienced a red heart hazard alarm and visited their hospital. Interrogation revealed a pump stop, low flow, and low speed advisory alarms. The patient was asymptomatic. There was concern for driveline fatigue; the patient was admitted and was switched to battery power. No further alarms occurred after the power source was changed. Log file analysis confirmed 2 pump stops and multiple low speed advisory alarms, with pump speed drops as low as 0 rpm. These issues only appeared to occur when the patient was connected to the power module, indicating an issue with the driveline. The patient ultimately underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed internal driveline wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log file. The submitted log file contained approximately two days of data, ranging from day 1975 hour 18 minute 57 through day 1976 hour 11 minute 49. The file captured multiple low speed events on day 1976, which resulted in two pump stop events. The low speed and pump stop events occurred while the patient was supported by the power module and corresponding low speed and low flow alarms were observed. Towards the end of the file, the patient was placed on battery power. The pump continued to operate above the low speed limit for the remainder of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 14" from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was not returned. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing was performed and revealed that the red wire was open. No damage was observed to the outer silicone jacket layer of the driveline. Additionally, no damage was observed to the bionate layer of the driveline. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use; however, more significant breakdown of the metal braided shield was also observed. Examination of the underlying wires revealed that the red wire was completely severed at approximately 10¿ from the pump housing. Further evaluation of the wires revealed additional breaches to the insulation of the red and orange wires at approximately 10¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the red wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any damaged wire made contact with the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted in the reported low speed and pump stop events confirmed via the submitted log file. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or an ungrounded patient cable. Functional testing of the pump could not be performed due to the confirmed wire damage approximately 10" from the pump housing. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. D) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a red heart hazard alarm on 12oct2022 and visited their hospital on (B)(6) 2022. The patient was noted to be noncompliant in maintaining and protecting their device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed internal driveline wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log file. The submitted log file contained approximately two days of data, ranging from day 1975 hour 18 minute 57 through day 1976 hour 11 minute 49. The file captured multiple low speed events on day 1976, which resulted in two pump stop events. The low speed and pump stop events occurred while the patient was supported by the power module and corresponding low speed and low flow alarms were observed. Towards the end of the file, the patient was placed on battery power. The pump continued to operate above the low speed limit for the remainder of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 14" from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was not returned. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing was performed and revealed that the red wire was open. No damage was observed to the outer silicone jacket layer of the driveline. Additionally, no damage was observed to the bionate layer of the driveline. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use; however, more significant breakdown of the metal braided shield was also observed. Examination of the underlying wires revealed that the red wire was completely severed at approximately 10¿ from the pump housing. Further evaluation of the wires revealed additional breaches to the insulation of the red and orange wires at approximately 10¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the red wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any damaged wire made contact with the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted in the reported low speed and pump stop events confirmed via the submitted log file. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or an ungrounded patient cable. Functional testing of the pump could not be performed due to the confirmed wire damage approximately 10" from the pump housing. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. D) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.